Manufacturer narrative:
(B)(4). Pt notes, pathology reports, post primary and pre-revision x-rays, explant and reason for revision to be requested. Incident is outside USA.

Event description:
Cormet revision.